Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the station showed a fatal error after the 1.11 upgrade. A technical support specialist (tss) remotely accessed the station and identified that the database was in recovery mode. The tss followed the appropriate knowledge article, "proper data sync 2.0 procedure" to address the issue and restored functionality. The tss confirmed that the station was operational after the steps were completed and proceeded to close the case once resolution was verified. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station showed a fatal error after the 1.11 upgrade. The devices affected by this event could cause a delay in access. However, there were no delay or adverse events or injuries reported based on this event.